Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular [rv] lead was t wave oversensing (twos]. It was also reported that the twos caused the device to start ventricular episodes that self-terminate, which in turn caused the device to come out of managed ventricular pacing [mvp] mode and enter dddr mode. Once in dddr mode, the ventricular events were falling within the safety pace window resulting in ventricular safety pacing. The rv lead and device remain in use. No patient complications have been reported as a result of this event.